Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a left unruptured ophthalmic saccular aneurysm measuring 10mm x 6mm. During pipeline deployment, it was reported that the proximal end of the pipeline required the j wire technique to achieve full wall apposition.no injury was reported with the patient as a result of the procedure.